Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized, due to hyperglycemia. Troubleshooting was performed, and the insulin pump failed the prime test. It was reported that the customer attempted to change the reservoir and infusion set multiple times prior to the event. Nothing further was reported.